Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the buttons on the infusion device do not function. No adverse event was reported. The pump was requested for evaluation.